Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported patient presented in clinic after receiving multiple inappropriate shocks for an atrial fibrillation with rapid ventricular response (rvr). Low battery voltage and extended change time were observed. It was noted the patient stopped taking his antiarrhythmics which led to the rvr. The physician elected to replace the generator. The patient received no adverse consequences from the procedure.

Manufacturer narrative:
Evaluation description: the reported extended charge time was confirmed in the laboratory via review of device image. The device was tested on the bench and no anomalies were found. The cause of the extended charge time was a number of hv charges over a short duration. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.